Event description:
It was reported by the customer that a capsule tear occurred close to the end of the procedure, when inserting the intraocular lens (iol) into the eye. The lens had a 25.0 diopter. As a result, a vitrectomy had to be done. The lens was removed with an incision enlargement. A sulcus lens was opened and used. It was stated that it was a doctor performance issue and not product related. The patient was reported to be doing fine.

Manufacturer narrative:
(B)(4). Incision enlargement. The lens was not received for evaluation. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.